Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was later reported the hcp stated she was misunderstood and that is not what she said. No further information provided.

Event description:
It was later reported per hcp that she has been filling pumps for 13 years. In the hundreds devices shehas managed; she would label this as a rare to infrequent occurrence. She would not necessarily call it a trend. She said that withthe 40 ml pumps, some patients (she did not have names or any other patient specific information) felt over sedated for the first few days. She said that she thinks that the pressure behind the pumps causes them to go faster for the first few days. In contrast, when these patients get to about 7 to 10 days out from needing the next refill, they feel that the pump ¿poops¿ out. It does not deliver well at a low flow and patients feel under medicated. Hcp had no further information to provide. Hcp stated for the few that have experienced this, they always had both extremes: too much at first and not enough in the end.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had several patients state that, on the day of refill, they would feel as if they were getting maybe a little more medication than they would in between refills. It was noted that this occurred particularly with 40ml pumps. It was unknown what drug was being used in the pumps. Additional information had been requested.